Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 207 mg/dl at the time of incident. Could not change set since had none left. Customer was advised to change set as soon as possible. Customer states will discontinue the use of the pump since he has no way to deliver insulin at the moment. The reservoir will not be returned for analysis.